Manufacturer narrative:
H10: one malfunction's lot number was unknown, the rest of the devices' lot numbers were reported. Lot history reports were run for the remaining malfunctions with reported lot numbers. Of the twenty-seven malfunctions, twelve devices are not being returned and are inconclusive for self-activation as no objective evidence has been provided to confirm any deficiency with the device. Fifteen devices have been returned. For four of the returned devices, self activation was identified. For five of the returned devices, self activation was unconfirmed. Two malfunctions with returned devices are inconclusive for self activation. For four of the returned devices, the investigation is still pending. H10: d4 (corporate lot number: recx3375, recz0091, reby0533). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 27 malfunctions. A review of the reported information indicated that model mc1610 biopsy instrument allegedly experienced self-activation or keying. This information was received from various sources. Of the 27 self-activations, 4 did not involve patients, and 23 involved patients with no reported consequence. Two patients had their age and weight report; the two patients ranged from 44-64 years of age and 64-84 kgs. Of the reported patients, four were female; the remaining patients' sex were not reported.

Manufacturer narrative:
H10: fifteen lot numbers were provided for the reported sixteen events, therefore lot history reviews were performed. Of the (B)(4) malfunctions, (B)(4) samples were returned for evaluation. Seven investigations were confirmed for the alleged self activation issue. Four malfunctions were unconfirmed for the self-activation issue and (B)(4) were inconclusive. The remaining investigations are inconclusive as no objective evidence was provided for review. The root cause could not be determined. The devices were labeled for single use. H10: d4 (corporate lot number: recx3375, recz0091, reby0533, recn0414, unknown); g4 h11: b5, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes (B)(4) malfunctions. A review of the reported information indicated that model mc1610 biopsy instrument allegedly experienced self-activation, or keying. This information was received from various sources. Of the (B)(4) events, (B)(4) did not involve patients, and (B)(4) involved patients with no reported consequence. Three patients ranged from 44-64 years of age and 64-87 kgs. Four patients were reported as female. No information was provided for the remaining patients.

Manufacturer narrative:
Four malfunctions' lot numbers were unknown, the rest of the devices' lot numbers were reported. Lot history reports were run for the 19 malfunctions with reported lot numbers. Of the 27 malfunctions, 11 devices are not being returned. 16 have been returned. For 5 of the returned devices, self activation was identified. For 3 of the returned devices, self activation was not identified. For 8 of the returned devices, the investigation is still pending. (Corporate lot number: recx3375, recz0091, reby0533).

Event description:
This report summarizes 27 malfunctions. A review of the reported information indicated that model mc1610 biopsy instrument allegedly experienced self-activation or keying. This information was received from various sources. Of the 27 self-activations, 4 did not involve patients, and 23 involved patients with no reported consequence. Two patients had their age and weight report; the two patients ranged from 44-64 years of age and 64-84 kgs. Of the reported patients, four were female; the remaining patients' sex were not reported.